Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: 1) "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." 2) "do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the red membrane was damaged at the distal end of the ultrasonic gastrovideoscope. This was found during reprocessing. There was no report of patient harm. The device was returned, evaluated, and a deep cut/lifting starting from the probe unit to the hard area under the pink probe coating was found. Additionally, the acoustic lens had a scratch which reached the glue layer. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed by the scratch found on the acoustic lens. In addition to the scratch and the deep cut/lifting found from the probe unit to the hard area under the pink probe coating, other evaluation findings are as follows: the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the grip had a burr; the scope cover and the switch box were deformed; the charged coupled device unit was in the position of the charged coupled device cable leaving limited length for repair; the adhesives around the objective lens and the light guide lens were worn; the adhesive on the bending section cover was worn; the connecting tube and the universal cord had buckling; the play of the upward/downward knob and the right/left knob were out of standard value due to wear of the angle wire; the tightness of the braid had become uneven due to deterioration of the bending tube; and there were scratches on the forceps elevator, the upward/downward knob, the right/left knob, and the ultrasound case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.